Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during patient care, the device would not power on. The end user attempted again with a different set of batteries with the same result. There was an approximate delay in care of 4-5 minutes when the patient was admitted to the local hospital. There was no adverse outcome to the patient from result of the reported failure.